Manufacturer narrative:
Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: product was not returned and no photos were provided. Product information is not known. A device evaluation and complaint history search are unable to be performed. Root cause: root cause was unable to be determined. This event could possibly be attributed to the post-op trauma as described in the complaint description. DHR review: DHR review unable to be performed as lot number is not known. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a mobi-c patient fell and fractured the peek core and bilateral pedicles. A revision surgery was performed to remove the implant. The surgeon stated the device was unrelated to this event: there is no causal connection between the event and the device.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a mobi-c patient fell and fractured the peek core and bilateral pedicles. A revision surgery was performed to remove the implant. The surgeon stated the device was unrelated to this event: there is no causal connection between the event and the device.